Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was not confirmed. The monopolar curved scissors (mcs) instrument was analyzed and the returned product did not exhibit the event described in the complaint. The instrument underwent external and internal visual inspections, no broken cable was detected. Additional unrelated observation: the instrument was found to have a derailed pitch cable at the pitch input shaft #5 in the proximal housing. This failure resulted to a loose pitch cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.